Event description:
It was further reported that per the death certificate, immediate cause of death was cardiac event (unknown). No autopsy was performed

Manufacturer narrative:
Describe event and relevant tests updated. (B)(4).

Event description:
(B)(6). Same case as 2134265-2012-02501. It was reported that following a coronary artery treatment procedure the patient expired. Lesion 1 was located in the proximal left anterior descending artery with 70% stenosis and was 10 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 16 mm taxus stent inflated to 13 atms, with 0% residual stenosis. Lesion 2 was located in the proximal left circumflex with 95% stenosis and was 10 mm long with a reference vessel diameter of 3.50 mm. The physician treated the lesion with pre-dilatation and placement of a 3.50 x 12 mm taxus express2 stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011 the patient experienced a non-st elevation myocardial infarction. In (B)(6) 2012, the patient expired at home due to congestive heart failure.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).